Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have been returned to zoll manufacturing corporation, service investigation is currently underway. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. There is no indication or allegation to suggest that the device caused or contributed to the patient's death. Manufacture dates: monitor: 7/2/2015. Electrode belt: 11/4/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient experienced a treatment event on (B)(6) 2017 consisting of one shock. The patient was reportedly found on the ground unconscious following the event. A bystander was present who initiated CPR. The patient received an appropriate treatment while in ventricular fibrillation (vf). The post-shock rhythm was asystole with CPR artifact. The electrode belt was then disconnected and the patient passed away. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.